Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20180262.

Event description:
It was reported that the patient was experiencing inadequate pain relief and unwanted stimulation at the rib. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.